Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(4). H3. Analysis found that the battery case was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for the call was trouble with the controller. Patient got a new controller less than a year ago. Now the controller will not power on its own. The only way patient could get it to work is to take the battery out 2-3 times to get the controller to come back on. Patient also noticed the controller was running out of charge very quickly. Sometimes the controller charge would last 2-3 days and the next time would last for 2-3 hours. It was just fluky. Patient was supposed to charge every day and patient was doing it but sometimes it would not even last a day. The controller would be at 100% and patient would have to reset several times and keep jiggling the battery. Sometimes the screen would freeze and patient could not do anything with it. The issue started probably a month or so ago and was getting worse and worse. The problem was happening when recharger was not plugged in. Pt tried blowing it out. On the call had patient remove the battery pack and plug the controller in the wall. Patient confirmed the controller powered on. Reviewed to try aa batteries. Patient tried aa batteries and the controller powered on. Pt saw no damage. An email was sent to repair to replace the li battery pack. No symptoms were reported. Additional information was received from the patient. Pt repeated information from this case and noted they received the li battery pack, but the controller would still freeze up and they would have to reset the controller. Pss sent an email to repair for a replacement controller.